Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 0158, boston scientific lead, implanted: (B)(6) 2004; 4471, boston scientific lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that the defib lead, which was implanted in the left ventricular (lv), had a spike in impedance and now measured high impedance on the defib coil to can. A coil fracture was suspected. The lead remains in use, but it is planned that the lead will be removed from the shock vector. No patient complications have been reported as a result of this event.